Manufacturer narrative:
Mcglone j, valdivia I, penner m, williams j, sadler rm, clarke db. Quality of life and memory after vagus nerve stimulator implantation for epilepsy. Can j neurol sci 2008;35:287-96.

Event description:
It was reported in an article evaluating the quality of life for patient's implanted with the vns device for one year that one patient experienced worsening depression. Good faith attempts to obtain additional info have been unsuccessful to date.